Event description:
It was reported that the programming strip after implant indicated that life of the battery to be 7-27.9 months (depending on the program number). Each time the patient was evaluated after implant indicated that the longevity number fell drastically, and at 12 months post implant the battery only had about 4 months battery life left. The patient's battery completely depleted soon after the last reading, and a new device was implanted within 18 months of the last implant. The explanted battery was not returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported on (B)(6) 2012, the patient called her doctor's office and reported her battery had "run out" and her urinary symptoms were "really bad." The patient had an appointment approximately a week later. Interrogation of the device was completed and it was determined the device was indeed dead. The patient's battery was replaced approximately 2 weeks after her appointment. The patient has not had any complaints since replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-33, lot# v579919, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that during the patient's 12-month visit on (B)(6) 2011, the patient was made aware that her battery life was low. On (B)(6) 2012 it was confirmed that her battery was depleted. The ipg was removed and replaced with a bigger unit on (B)(6) 2012. Patient outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient's signs/symptoms included an increase in urinary symptoms.